Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the aortic regurgitation (ar) existed before the left ventricular assist device was implanted and device related issues did not cause or contribute to it. The patient was asymptomatic at the time of the event. Only blood pressure control and rotation per minute (rpm) reduction were performed. Transcatheter aortic valve replacement (tavr) was recommended. No log files were collected, but low flow software upgrade was done and the low flow alarm incidence reduced considerably. The patient was discharged with blood pressure management and was doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a mild aortic regurgitation (ar) that worsened in spite of advocated blood pressure control. The rotation per minute (rpm) was reduced to 400rpm and the patient had few low flow alarms. The clinicians counselled the patient about transcatheter aortic valve implantation (tavi) and it was to be planned at appropriate time.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues reported or identified through this evaluation. Although no device related issues were reported by the account, the heartmate 3 left ventricular assist system (lvas) instructions for use lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.